Event description:
It was reported that the patients lead migrated which was confirmed via x-ray. The physician believed that the patient was noncompliant. The patient underwent a revision procedure wherein the lead was placed back to its original position. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead migrated. The physician believed that the patient was noncompliant. The patient underwent a revision procedure wherein the lead was placed back to its original position. No device malfunction was suspected. The patient was doing well postoperatively.